Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "loose cable." For clarification, the instrument was found to have broken grip and pitch cables at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Additionally, the instrument was found to have the entire length of the main tube surface with degradation. Improper cleaning during reprocessing most commonly causes this failure. The instrument was found to have a bipolar pin bent. This failure is most commonly caused by mishandling/misuse, such as an accidental drop or excessive force applied when trying to connect the instrument to an incorrect energy cable, which can cause the pin to bend. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that the 8mm fenestrated bipolar forceps had a loose cable. There was no report of patient harm, adverse outcome or injury. Intuitive surgical inc. (Isi) followed up with the customer and found that the instrument was being used for training, not during a da vinci procedure. Therefore there was no patient involvement when the event occurred.